Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the tube was cracked. The following information was provided by the initial reporter. The customer stated: "the inside of the tube was damaged with no blood leakage observed."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 1-mar-2023. Investigation summary: bd received [1] samples and [8] photos for investigation. Visual evaluation of the photos shows blood leakage between the outer tube and the inner tube. The sample was visually inspected with no issues being observed in the components that would cause leakage between the inner tube and the outer tube. Additionally, 80 retention samples were visually inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, could not duplicate in the sample received or the retention samples. The exact cause for the customer's failure mode could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the tube was cracked. The following information was provided by the initial reporter. The customer stated: "the inside of the tube was damaged with no blood leakage observed."